Event description:
It was reported that during a procedure a 3.0x23 mm rx xience alpine stent was implanted in the right internal mammary artery to the left anterior descending artery and a 2.25x12 mm rx xience alpine stent was implanted in the sapheneous vein graft to the left circumflex 3rd obtuse marginal distal anastomosis. Reportedly, the procedure was complicated by a perforation at the distal anastamosis after stent deployment. A 2.8x16 mm rx graftmaster stent system was advanced but could not cross the anastamosis. The perforation was successfully sealed with a 2.0x12 mm trek dilatation catheter that was advanced and inflated for 50 minutes. There was no hemodynamic compromise and trivial pericardial effusion noted. Post procedure the patient experienced persistent pain and one episode of right sided chest pressure but there were no electrocardiogram changes and troponins x2 were negative. The patient was discharged in stable condition on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster rx referenced is filed under a separate medwatch MFR number. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional reported information indicates that the perforation occurred post stent implant of the 2.25x12 mm rx xience alpine stent during post-dilatation with a 2.75x20 mm nc trek dilatation catheter.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of perforation, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.